Event description:
It was reported that during a lap cholecystectomy, after deploying approximately 5-7 clips, the applier seemed to be out of clips and the orange indicator was representative of this. Opened another applier to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/17/2007. Evaluation summary: the analysis results for the instrument found that it was with the orange indicator showing up and with clip remaining inside of the clip track. The instrument was cycled and short fed the remaining clips due to a broken advancer. The instrument was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the indicator issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.